Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.